Event description:
Customer reportedly received result in the 200's (mg/dl) on the compact system and 110 mg/dl on professional device within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.